Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the pharmacy quality check after compounding process but before administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.